Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence with low leak point. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, organ perforation, bleeding and vaginal scarring. It was reported that the patient underwent incision and debridement with marsupialization of right skene¿s gland on (B)(6) 2009 due to infected right skene¿s gland. It was reported that the patient underwent sling revision on (B)(6) 2013 due to erosion. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.